Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was stuck open and would not close. Therefore, the reported condition was confirmed. It was further determined that an unknown liquid was found inside the device and there was corrosion on components. The assignable root cause was determined to be due to improper care and immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before an unspecified surgical procedure, it was observed that the large chuck with key device did not open. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.